Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set leaked through the distal port during infusion of lactated ringers solution. The reporter stated that the set had been primed and infusion was started successfully. About two minutes after the start of infusion, the patient¿s parent noted a puddle of solution on the floor and the stretcher. When inspected by a nurse, the nurse discovered that the fluid was ¿pouring¿ out of the port. The nurse replaced the set to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Pressure and clear passage under water testing were performed and revealed a leak on the second y-clear link of the set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The cause of the reported condition was determined to be a raw material issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.